Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that all of the buttons on their device were unresponsive when pressed. As a result, defibrillation may not have been possible, if it were necessary. There was no patient use associated with the reported event.